Event description:
The customer reported that the insulin pump alarmed motor error during the bolus delivery. The caller stated that the alarm happened when she was correcting her high blood glucose of 273mg/dl. The customer stated that the device was exposed to a high magnetic field while having x-ray at the dentist office back in march. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, broken battery tube threads, cracked belt clip slot, cracked reservoir tube, window and lip.